Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experience hyperglycemia. The customer¿s blood glucose level was 466 mg/dl at time of incident, customer delivered 25 unit of bolus while on call to correct 555 mg/dl, customer recheck blood glucose after 15 minutes of bolus and it was 523 mg/dl, customer recheck it after 10 minutes, it was 550 mg/dl. Customer reports they feel okay to troubleshooting. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that they were on auto mode feature. Customer treated for high blood glucose with bolus. Customer reports they have not contacted their health care professional regarding the high blood glucose. Customer did not allege insulin pump was under delivering. Customer declined to perform the high pressure test. Customer reports bolus history displays all bolus entries based on their recollection. Customer stated that they received it after changing battery as they received low battery alarm. Customer stated that the contacts was not missing, damaged, or corroded. Customer stated that the neither compartment nor spring were damaged or corroded. Customer stated that the insulin pump did not alarm battery failed alarm. The devices will not be returned for analysis.